Event description:
The pump was returned for investigation. Investigation revealed evidence of moisture in the pump and a vibratory motor failure. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, evidence of moisture corrosion in the battery compartment and on the battery cap. Additionally, the vibratory motor was not responding. The pump was opened and a failed electrical connection was found in the vibratory alarm circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).